Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6).

Event description:
It was reported that there was a short period of oversensing on the right ventricular (rv) lead during sub-threshold impedance testing. It was noted that this was only seen during impedance testing and at no other time. The rv lead remains in use. No patient complications have been reported as a result of this event.